Manufacturer narrative:
The reported field events of being unable to connect the left ventricular lead and high pacing lead impedance measurements could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed. The pacing lead impedance measurements were normal. The root cause of the field events could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported during an implant the header of the device could not accept the lead properly. High pacing lead impedance was observed. The device was replaced.